Manufacturer narrative:
Date of event: used the first day of the month of bsc aware date since event date not provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the quite calcified right coronary artery (rca). Following deployment of a synergy stent, a 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres for 12 seconds, the balloon ruptured. No patient complications were reported.